Event description:
It was reported that a smiths medical pump alarmed: no disposable pump won't run. Res vol is 22.8 ml, rate is 1.5 ml/hr, given is 46.95 ml. Bubbles observed in the tubing that extends across the top of the cassette. Patient not affected. No further information available.